Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. There was no adverse impact to the customer¿s blood glucose level. The customer changed to a new cartridge and infusion set and was instructed on how to correctly remove air bubbles, which resolved the issue.